Event description:
A report was received that the patient's spinal cord stimulation (scs) system was explanted.

Manufacturer narrative:
Additional information was received that the patient was explanted due to existing infection from a previous non-device related surgery. The patient was doing well following the procedure. Explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient's spinal cord stimulation (scs) system was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm.